Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken syringe. There was no report of injury or further medical intervention.

Manufacturer narrative:
This complaint is a duplicate of report# 1920898-2018-00815. All information has been captured in that complaint and this one is null and void as a result.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken syringe. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with broken syringe. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.